Event description:
Patient was having an egd with dilation of stricture in endo this morning and suffered a perforation. Surgeon took him to the or for an exploratory laparotomy. We did that and resected the portion of bowel that had been damaged during perforation. We used the ethicon 75mm blue linear cutter stapler (reference number (B)(4) with two reloads. Surgeon reported the staple line continued to bleed and required over sewing with suture to achieve hemostasis with no sign of leakage. The surgeon stated his frustration with the quality of the stapler/cutter several times during the surgery, and he feels this inferior product is a very concerning patient safety issue that places the patient at an increased risk for leaking and bleeding at anastomotic sites.